Event description:
It was reported that the patient experienced discomfort at the pocket site due to weight loss. The patient underwent a pocket revision and was doing well postoperatively. The device remains implanted and in service.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date, the manufacturer became aware.